Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. No photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. Complaint history check: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 3122070. Device history review was conducted and no anomalies noted.

Event description:
On (B)(6) 2014, the reported stated that on saturday night completed an injection removed from site but noticed the needle was missing. The consumer went to the ER they did an x-ray and could not find the needle or feel it. The consumer marked the spot with ink. The ER said that this does not mean that the needle is not there but might come out on its own. No further info is available.